Manufacturer narrative:
Additional data: additional information regarding the event, product, or patient details has been requested of the reporter by allergan; no additional information is available at this time. The event of breast cancer, seroma, and extrusion are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event.¿ this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Physician reported right side breast cancer as well as "moderate breast tenderness, moderate implant extrusion, seroma,"and "severe animation deformity." Surgical reoperation has occurred. Device has been explanted. See MFR # 9617229-2017-00325 for the left side.